Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
The lead was explanted due to dislodgement.

Manufacturer narrative:
Analysis was normal. No anomaly found.